Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. UDI #: (B)(4).

Event description:
Patient¿s legal counsel reported patient underwent left hip revision procedure approximately eight years post-implantation due to unspecified allegations. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this event is reportable and the intial report was not sent in error.

Event description:
Patient¿s legal counsel reported patient underwent left hip revision procedure approximately eight years post-implantation due to unspecified allegations.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.